Event description:
The customer reported the sedline module does not detect properly, unreliable overestimated measurements. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. The module was able to successfully connect with the customer's root. Measurement values were displayed and no artifacts or abnormal signals were observed, no loss of measurement was observed with cable bending. The alarms were all functional. Psi comparison testing was performed and the obtained values were comparable to a known good device. Contamination was observed on the sensor flex cable. The customer complaint was not duplicated. A service history record review reveals that this unit was in the field for over nine (9) months with no previous reported issues related to this reported event., corrected data: d11 concomintant medical products was updated from a blank field to root.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the sedline module does not detect properly, unreliable overestimated measurements. No patient impact or consequences were reported.